Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed that it not meet expected longevity. The cause is unknown.

Event description:
It was reported that the device reached its elective replacement indicator (eri). It was questioned if eri was due to premature battery depletion. Device was removed and replaced. No patient complications have been reported as a result of this event.